Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal tip of a vapr end effect electrode broke off into the pt's joint space. They believe that the fragment is still in the body. The repair was concluded successfully without further issue or harm to the pt. The complaint device is either retained at the facility or was discarded at the facility; nothing being returned.